Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, when applicating iol, leg stuck in injector and one leg of the lens injector broke. Additional information has been requested and received stating while injecting, trailing haptic was stuck and broke with patient contact. The procedure was completed on same day using a different iol without any harm to the patient.